Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision surgery with a left-sided 550cc mentor memorygel breast implant and a right-sided 375cc mentor memorygel breast implant. Post-operatively, the patient experienced baker grade iii capsular contracture of the right breast, which was confirmed during a physical exam. As a result, the patient underwent removal surgery on (B)(6) 2023. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On january 30, 2024, mentor became aware that a manufacturing record evaluation for the updated lot number was inadvertently omitted from the previous report. Manufacturer¿s reference number: (B)(4) in the previous supplemental report, h10 additional manufacturer narrative should have been populated with the following information: a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
On february 08, 2024, mentor became aware that information was inadvertently omitted from a previous report. Device return date was populated accordingly. On february 09, 2024, mentor completed a visual inspection of the returned device. Device evaluation summary: during visual evaluation no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4) in the report mwr-(B)(4), d9 is device returned to manufacturer box should have been checked. D9 date device returned to manufacturer should have been populated with december 22, 2023.

Manufacturer narrative:
On (B)(6) 2023, mentor received the patient's contralateral device for evaluation. Several attempts were made to clarify the side of the patient's complication, but no additional information was received. Follow-ups were completed on (B)(6) 2024. As no clarification was received,, the received device will be taken as the impacted product. As such, the device identity has been updated with the following information: side of implantation: left lot: 9643674 catalog: 3505504bc serial: (B)(6) expiration date: 10/14/2026 UDI:(B)(4) device manufacture date: 10/15/2021. The analysis has begun but is not complete at this time.  When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).